Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff eroded into the patients urethra because it was too tight. Therefore, the aus was removed. The date of removal is unknown. The patient underwent a re-implant surgery and a new aus system was implanted. There were no further patient complications.